Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 303055 and lot number 2007149. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. Upon examination, none of the retained samples showed any signs of clogged needle. Based on the investigation results, a cause related to the needle manufacturing process could not be determined at this time. Needles are examined for occlusion as part of the in-process inspections after assembly. In certain circumstances, the medication used can become deposited inside of the cannula, causing the needle to become occluded due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains in the needle for an extended period of time.

Event description:
It was reported that 2 cases of bd 2ml syringes were clogged. The following information was provided by the initial reporter: unable to push medications through the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 cases of bd 2ml syringes were clogged. The following information was provided by the initial reporter: unable to push medications through the needle.